Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor, dongyang medical, reported an issue with the 4.5mm poplok suture anchor, item # ckp-4500, lot # 1062894 that occurred on (B)(6) 2020 during a rotator cuff repair involving a (B)(6)-year old male at (B)(6) hospital in (B)(6). It was reported that during the rotator cuff repair, after making a pilot hole using pkl-45m and loaded 2 sutures into each loop and placed tip of anchor until the depth mark. Before pushing the trigger, the surgeon pulled sutures not to be pulled out in the middle of surgery. And then the surgeon pushed the trigger, and the anchor was pulled out. One of wings was broken, and it was removed completely using a grasper. Surgery was successfully completed using another ckp-4500. It is indicated that there was no impact or injury to the patient and the procedure was successfully completed using another ckp-4500 poplok with a reported 5-minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence

Manufacturer narrative:
The reported complaint of device breakage is confirmed. A visual examination of the returned used device ckp-4500, found that the anchor is broken and attached from the shaft. The shaft is bent, likely, due to excessive force used during case. The device trigger was pressed in. A visual evaluation was performed per assembly print. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found no other similar events reported for this lot number. A two-year review of complaint history for this device family and failure mode, revealed there has been a total of 26 complaints, regarding 28 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0003. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU the user is also advised that proper selection and placement of the implant are important considerations in the successful utilization of the device. Breakage of the poplock knotless suture anchor is possible if: a) the bone punch is not inserted to the proper depth. B) the poplock knotless suture anchor anchor is not properly aligned with the pilot hole. C) the poplock knotless suture anchor inserter is used for prying. This issue will continue to be monitored through the complaint system to assure patient safety.